Event description:
New information received note that no intervention was performed and patient will continue to be monitored. No patient condition after the event was reported.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin. Net with a ventricular fibrillation (vf) episode. A couple of the vf waves were under-sensed by the patient's right ventricular lead. The vf episode was successfully terminated by the device. Patient condition after the event was not reported.